Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 76" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) and the charger board was replaced. The device was recertified and returned to the customer. The charger board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty fuse on the charger board. Analysis of reports of this type has not identified an increase in trend.